Event description:
The contact reported that the mitek biofastin rc anchor broke postoperatively. The surgeon performed a second surgery as a result of this situation to repair the rotator cuff and retrieve the broken anchor fragment. As surgical intervention was required an MDR is being filed to document this event.